Event description:
It was reported that during an unknown procedure the following occurred: ace36e: the activation button does not work properly before while performing on a patient. Ecr60d, ecr60g: the cartridges were not fired properly, and the staple formation were malformed without body problem. Eps03: white things are coming out from the end of the tip and the bovie tip does not work properly. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Which echelon device were the cartridges being used with? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, or firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Damaged cartridge and damaged one piece sled the analysis results showed that one reload was received non sterile, with the proximal part of the body damaged, the one-piece sled missing and fully loaded with staples. No functional test could be performed due to the condition of the device. The event described could not be confirmed as no instrument was returned for analysis. Although no conclusion could be reach on what caused the reported event, it should be noted that a 100% inspections takes place during manufacturing to ensure the reloads meet the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.